Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered six inappropriate shocks for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that the outcome was to continue to monitor. No additional adverse patient effects were reported. Currently, this ICD system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered six inappropriate shocks for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that the outcome was to continue to monitor. No additional adverse patient effects were reported. Currently, this ICD system remains in service. According to additional information, this ICD provided anti-tachycardia pacing (atp) which accelerating the patient's rhythm into the programmed ventricular fibrillation (vf) zone. Subsequently, three shocks were delivered which converted the rhythm. Technical services (ts) analyzed device episode data and determined that the initial rhythm appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). No additional adverse patient effects were reported. Currently, this ICD system remains in service.